Manufacturer narrative:
Result and conclusion: faulty gas cylinder. Missing foot-end corners with sharp edges. Upon recommendation customer will dispose of stretcher due to the physical shape, age, and extensive repairs.

Event description:
It was reported by service report that the fowler was not working and sharp edges were present due to missing foot-end corners. No patient involvement or adverse consequences were reported.